Manufacturer narrative:
The subject device was returned and visually evaluated. The barrel insert at the distal end of the device was found to have detached from the cannula assembly and was not returned with the device. The tabs that hold the barrel insert in the cannula had been crimped, however, it appears that forces applied to the device during use resulted in the barrel insert being expelled. Components of the device were noted to be damaged from applied force. The guide wire and back up tabs were both significantly bent. A review of the manufacturing records found no anomalies. Based on the available information the reported problems experienced by the user contributed to suboptimal performance and damage to the device components. The instructions-for-use (IFU) supplied with the device states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." It is not known at this time if the barrel insert came free within the body or later after it was removed from the patient. If more information is obtained a follow up report shall be filed. The information provided by bard represents all of the known information at this time.

Event description:
It was reported that during a lap ventral hernia repair the surgeon used five optifix to fixate a hydrated sepramesh ip. Three of the five were difficult to use, including fasteners breaking and not penetrating the mesh. It was reported that the surgeon was using appropriate counter pressure and there were no anatomical difficulties or angles in which the device was fired. All pieces are reported to have been retrieved and there was no patient injury. When evaluating the samples, one of the four returned optifix was noted to have a detached barrel insert. The barrel insert was not returned with the sample. This MDR represents the device returned with the detached barrel insert.